Manufacturer narrative:
H.6. Investigation: no photos or physicals samples that display the reported issue were provided for investigation. A device history record review did not reveal any quality issues during the production of lot number 2003016 that could have contributed to the reported defect. Five retained samples of the same lot were used for additional evaluation. The product was inspected using magnification, no damage or molding defects were observed. Product is visually and functionally tested throughout manufacturing according to procedure. Results were reviewed for lot 2003015, no issues related to the alleged defect were identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that the spinal needle 22ga 3.00 in leaked contrast iodine product during a lumbar infiltration. The following information was provided by the initial reporter, translated from french to english: "the thread of the lumbar puncture needle was defective. Leakage of the pci (contrast iodine product) to be injected during a lumbar infiltration."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the spinal needle 22ga 3.00 in leaked contrast iodine product during a lumbar infiltration. The following information was provided by the initial reporter, translated from (B)(6) to english: "the thread of the lumbar puncture needle was defective. Leakage of the pci (contrast iodine product) to be injected during a lumbar infiltration."